Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: d4, d8, h3, h4, h6, h10, h11. Correction: d2a. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cover sheath was broken, causing image stripes and beam breakage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the universal cover sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, during preparation for use, when used in combination with the video processor the subject device image was not bright enough, it was dark. The procedure was a therapeutic laparoscopic surgery and was completed using the same set of equipment. No issues with the video processor found. No surgical delay and no patient harm reported.

Event description:
It was reported, during preparation for use, when used in combination with the video processor the subject device image was not bright enough, it was dark. The procedure was a therapeutic laparoscopic surgery and was completed using the same set of equipment. No issues with the video processor found. No surgical delay and no patient harm reported.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.